Event description:
It was reported that the tandem mobi pump shut down unexpectedly, causing the display to show a reset screen without blinking leds. The customer's blood glucose level rose to 500 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). The customer continued to use the pump for insulin therapy.